Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft449 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed in this patient per the standard catheter placement procedure. The introducer sheath was introduced while rotating, but the sheath was too soft to be inserted. The operator enlarged the incision on the skin at the puncture site and confirmed that the lock of the introducer sheath was tightened, but insertion was still unable to be done. A new introducer sheath was therefore unpacked and inserted successfully.